Manufacturer narrative:
Section h7, h9: additional information. Manufacturer's investigation conclusion: review of the submitted x-ray confirmed a shadow at proximal end of the outflow graft that could be consistent with the report of a potential outflow graft twist; however, a twist could not conclusively be confirmed through this evaluation. Additionally, a direct correlation between (B)(6) and the reported shortness of breath, right pleural effusion, and high pulmonary wedge pressure could not conclusively be determined during this investigation. Although the report of low flow alarms could not be confirmed, the account noted that flow was restored following a revision of the outflow graft. The account reported that the patient was admitted for shortness of breath and right pleural effusion, and began having low flow alarms in hospital. The patient received a computed tomography (CT) scan and right heart catheterization that revealed a high pulmonary wedge pressure and potential outflow graft twist. The patient was operated on to fix a roughly 180 degree outflow graft twist, and had an outflow graft clip placed. The patient remains ongoing on (B)(6) and no product is available for investigation. No further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less han 2.5 lpm for 10 seconds or more. This IFU, as well as the heartmate 3 lvas patient handbook, describes all system alarms and the recommended actions associated with them. The IFU instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. It also warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed persistent and nearly constant low flow alarms while admitted at an outlying facility. He was transferred to (B)(6) and had a computed tomography with contrast which confirmed outflow graft twist. Patient went to the operating room on (B)(6) 2020 and had the outflow graft untwisted and clip placed. The patient is home and doing well now.

Manufacturer narrative:
Section b1: correction, section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was admitted with shortness of breath and right pleural effusion. Patient started having low flow alarms on (B)(6) 2020 that progressively became more frequent with longer duration. He was transferred to implanting center on (B)(6) 2020 where a computed tomography angiography and right heart catheterization were performed. Computed tomography showed concern for outflow graft twist and right heart catheterization revealed wedge in the 20's. Flows 3.5-4.0 litters prior to low flow alarms. Now sustained flows 2.0-2.3. Patient was taken to the operating room and a l thoracotomy incision was made. Outflow graft bend relief disengaged and ofg twist confirmed. Debris collection between bend relief and outflow graft was removed, outflow graft untwisted, bend relief re-engaged and outflow graft clip was placed. At the end of the procedure flow: 4.8, rotations per minute 5500, pulsatility index 2.8., power 3.8.